Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis for the hand held device was completed and showed that no anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the hand held device would not power on using the ac adapter. The cause for the anomaly is associated with damaged solder connections between the sync connector and the main board. Because of the damage, the hand held device was unable to receive power from the ad adapter. The cause for the damage to the solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified with the hand held device. Product analysis for the software and flashcard was completed showing no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported the nurse the hand held device does not work. The vns representative performed trouble shooting which showed that the hand held device was unable to be turned on, even when charged. The suspected hand held device was received on 06/29/2015. However, analysis has not been completed to date.